Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 486 mg/dl and customer's blood glucose at time of call was above 500 mg/dl. Customer stated that infusion set cannula was bent. Customer needed assistance with carelink. Customer was treated for their high blood glucose with manual injection. Auto mode feature was active at the time of incident. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.